Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study, manufacturer representative) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins was unable to be recharged. There was poor coupling and difficulty to recharge the pace and adaptivestim (as). The dysfunction maybe because the depth of the device. Reprogramming was performed on (B)(6) 2021. The ins was repositioned on (B)(6) 2021. The outcome was resolved without sequelae on (B)(6) 2021. Etiology was related to the device/therapy, and possibly related to the implant procedure.